Event description:
It was reported that the device, right atrial (ra), and right ventricular (rv) leads were explanted and replaced as a result of a system infection. The patient was stable with no adverse consequences.